Event description:
Customer primed the pump and cardioplegia on recirculation with ice from 8:15 to 11:00; refilled twice with ice within that time period. Returned to the room 11:00 and at 11:35 noticed air in the bubble trap. Looked at the rollerhead to find fluid. Surgeon elected not to use cardioplegia during the case. No patient involvement.